Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder out of phase. Pump received with cracked reservoir tube lip, scratched lcd window.

Event description:
It was reported that customer received excessive motor error alarms during rewind. Alarm history showed motor error alarms. Customer's blood glucose was not reported. Insulin pump would be replaced.